Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was difficult to screw the left ventricular (lv) lead into the coronary sinus vein. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: the lead was previously reported in error as it is an investigational lead. If information is provided in the future, a supplemental report will be issued.